Event description:
It was reported that during routine battery change out the right ventricular lead exhibited persistent oversensing. The rv lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.